Event description:
The hospital reported that towards the end of an endoscopic vein harvesting procedure, the vasoview hemopro 2 was experiencing smoke. A full leg of vein was being taken from the patient. The tips on the device were cleaned with wet gauze and at one point the metal plate bent away from the tip. Although it was pushed back in place, the pa was afraid that it was damaged so that prompted him to open a second kit. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the hot jaw heater wire was detached from the silicone boot. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. A polyfuse electrical test was performed with a reference power supply, adapter cable and extension; the polyfuse successfully shut off power to the heater afer a prolonged period of time and activated after 30 seconds cool down. Based on the results of the evaluation, the reported complaint was confirmed for "wire; bent." A lot history record review was completed for the reported product lot number. Ther was no nonconformity recorded in the lot history. An internal corrective action has been issued for this failure mode. (B)(4).